Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the treatment for esophageal varices during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician rotated the device for the first three times; however, the band did not deploy. The device was rotated for the fourth time and, several bands were deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable issue of bands prematurely deployed. Medical device problem code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was secured in the handle slot and the crimp was present on the tripwire. The handle assembly did not present any visible damage. There were seven knots observed on the suture, it remained attached to the tripwire, and no issues found. Additionally, the ligator head was returned and no failures found. The ligator teeth were straight, without damages, and the suture hole was in good condition. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the treatment for esophageal varices during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician rotated the device for the first three times; however, the band did not deploy. The device was rotated for the fourth time and, several bands were deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.